Event description:
Per (B)(4) the pump failed. The patient went into opiate withdrawal and started to use oral opiates to try and prevent withdrawal symptoms. In the emergency room the patient was given IV dilaudid until the cause of the withdrawal could be established and a new device inserted. Per hcp, the pump was replaced due to normal battery depletion. The patient did not experience any symptoms. The patient had a standard follow-up appointment post-op visit and he was fine and receiving effective therapy at that time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a ''pump failure.'' It was reported that the patient went through withdrawal due to the product failure. The pump was replaced. The device system was used to deliver morphine and bupivacaine (marcaine). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2003, product type catheter.